Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 05-dec-2018 with the following findings: the pump passed all required testing with no defects found. The pump's black box and alarm history showed no evidence of delivery malfunctions. The pump passed a delivery accuracy test with no issues. The alleged issue could not be duplicated.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2018, a reporter contacted animas alleging that a patient had experienced a hyperglycemic event while on the pump. The reporter stated that the patient was hospitalized with a blood glucose of 514 mg/dl with symptoms of frequent urination and a feeling of being ¿out of it¿. The patient was given an injection of insulin along with smaller boluses from the pump and intravenous insulin. The reporter noted that the patient¿s healthcare provider had adjusted the patient¿s basal rates before the hospitalization. The reporter reviewed the pump history and found that the recommended bolus segments did not match correctly. The total bolus amount was appropriate. This complaint is being reported based on the allegation that the pump was not correctly calculating bolus segments.